Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The device passed the self-test, unexpected restart error test, rewind, test, basic occlusion test, priming test, excessive no delivery test and displacements test. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, scratches on the display window and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call high blood glucose and cosmetic damage on the insulin pump. Customer's blood glucose level went as high as 25 mmol/l. Customer advised when they deliver a correction bolus to themselves; it resulted in low blood glucose. Customer advised they adjusted their settings to receive more insulin during bolus delivery after meals. Customer performed and passed both the self-test and displacement test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.